Event description:
I was throwing up sick within 3 days of having device implanted. Developed multiple allergies I never had. Asthma worse. All allergies worse. Developed nickel allergy. Developed nickel toxicity from essure implants. Joint pain daily. Chronic fatigue. Multiple issues. Over 25 symptoms.